Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1500 mcg/ml baclofen at a dose of 700.7 mcg/day for non-malignant pain and failed back surgery syndrome. It was reported that multiple motor stalls and recoveries occurred. The stopped pump period may exceed tube set message also occurred. The patient did not recently have an MRI. The pump was read on (B)(6) 2016 and they saw that he had multiple stalls starting on (B)(6) 2016. The patient had the symptoms of sweating and some chills. It was thought that the symptoms might have been related to the infection of a stimulation device (see manufacturer report 3004209178-2016-22556 ). In the last couple weeks the patient has had increased pain and this was considered a gradual change in therapy/symptoms. It was stated that the patient had other combinations of drugs in the pump, but did not know what those drugs were. On 2016-oct-24, additional information was received. It was not known if the symptoms were related to the motor stalls or not. The reason for the stalls was not known. The patient was unable to replace the pump at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.